Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unsuccessful disc surgery and spinal pain. The patient has an emergency appointment with their healthcare professional (hcp) on (B)(6) 2018 because for a few months, like 2 months ago, they have been having problems with their legs. When they sit on the edge of a chair or something, under their thigh, near their knees, if it hits like a nerve, it makes their whole right hand and arm go numb so the hcp wants to see them tomorrow. Since last week, they feel a shocking sensation if they stand or sit a certain way. The patient first said it began on (B)(6) 2018 but then said it was like (B)(6) 2018. The patient noted that they haven¿t been programmed for a while. They were calling to ask if a manufacture representative (rep) could be at the appointment on (B)(6) 2018. Patient services redirected the patient to follow up with their hcp to have a rep contacted if needed. No further complications were reported/are anticipated.